Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 6 years, 5 months. Additional information regarding the history of gi bleeding was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. The patient's post-implant course was complicated by recurrent gastrointestinal bleeding (gib) and epistaxis. No specific information regarding the gib history was provided. The patient was on coumadin. The history of gi bleeding had not been previously reported to the manufacturer and was received during follow-up from notification via device tracking that the patient had expired due to right ventricular failure. The patient had been admitted for epistaxis that required rhino rocket nasal packing. The b-type natriuretic peptide (bnp) level was 347 pg/ml and the patient was experiencing worsening right heart failure symptoms despite medical management with diuretics and dobutamine. The patient¿s health status declined during the admission due to complications of right heart failure, pulmonary fibrosis and poor nutritional status. The patient was electively placed on do not resuscitate status. On (B)(6) 2017, the patient became unresponsive, the lvad was electively turned off per the spouse¿s request, and the patient expired several minutes later. There were no reports of any issues with the performance of the lvad.

Manufacturer narrative:
The pump was not explanted and therefore was not available for evaluation. Based on the information available, a direct correlation between the device, the reported recurrent gastrointestinal bleeding (gib), epistaxis and worsening right heart failure, and the patient outcome could not be conclusively determined. Bleeding and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.